Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the hemostatic valve dislodged issue was observed. After the optrell had been used for two hours, upon removing it from the vizigo sheath and switching to the ablation catheter, the valve was damaged. The hemostatic valve was dislodged into the hub. The hemostatic valve itself was intact. Timing was after three hours of use, at the time optrell was removed. The issue was addressed by replacing the vizigo sheath. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.